Event description:
It was reported that during a supra-patella tibia nailing procedure, the surgeon had difficulties removing the cannulated connecting screw from the nail after insertion. The surgeon used a plier and a screwdriver to achieve enough torque to remove the connecting screw from the nail. The surgeon then completed the procedure with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the first 25mm of screw shows circumferential wear marks indicative of contact with insertion handle under high overturning and bending loads. Threads at tip show surface imperfections that may be an artifact of the thread rolling process or may be an artifact of excessive wear during removal of connecting screw. The design of connecting screw matches current design of alternate connecting screws. Early versions of previous connecting screws reported difficulty of removal depending on a mix of nail geometry and surgeon technique. Previous connecting screws were modified to provide alignment shoulder with nail to withstand some overturning load. Screwdriver used for extraction was modified to provide better leverage. Nails were modified as a running change to decrease anterior facet size and tighten shoulder interface with screw. Surgeons were educated in proper nail position and removal techniques. All previous changes resulted in improved performance. Potential causes include: failure of education, older version of nail, improper nail placement, and incorrect surface finish call-out on threads. The manufacturing evaluation showed the complaint part was evaluated and was found to have very visible scuff (at about 13mm and 38mm from the threaded end) and wear marks around the shaft and on the bolt. No abnormal condition found on the external threads or in the hex area, they passed the visual and cosmetic inspection. The scuff and wear marks are post-manufacturing and are potentially consistent with the usage in the field. Returned part was inspected and found to be in dimensional conformance. The detent could not be inspected since it is damaged. The part shows that it was engaged in the mating part. The damage is not consistent with manufacturing or inspection processes. It is potentially consistent with usage in the field. The overall length and the thread length are features relevant to the complaint condition but cannot be measured accurately because the nose end of the ti end cap is damaged. Balance of the features measured conforms to specification. The returned part is too damaged on the nose section we concluded that it is unknown if meets specification. Complaint part conformed to specifications at the time of manufacturing. The undamaged features passed the dimensional inspection performed by supplier. Because of the current condition of the part, no further dimensional investigation is possible. Based on the evaluation of the returned product and on the specifications at the time of the original manufacturing, it is concluded that this complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report 1 of 1 for file (B)(4).